Manufacturer narrative:
(B)(4). This lot was manufactured from may 9, 2014 to may 13, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a white particle measuring approximately 1.03 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be polyester material. The cause of the condition is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter in its bladder. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.